Manufacturer narrative:
(B)(4). (B)(6). Information in section f provided by the manufacturer. A field service specialist (fss) visited customer site to inspect the unit. Fss found that screen was not showing any graphical images associated with the signature boot sequence, although, the system booted up completely and correctly. Several boot-ups were performed and fss found the same problem. Fss exchanged the inverter board, but the fault was still apparent. As there seemed to be no graphical information on the screen, although there were some lines/shapes, the gui interface and then the advantech were both tried, without success. Fss removed all connections and checked/re-seated them one at a time. The subsequent boot-up was correct and the graphics were as expected. Fss carries out full service checklist in accordance with instructions. The system passed and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported blank screen on the phacoemulsification system, that screen had faded and was now blank. It was reported that the system was still running, but the screen could not be seen properly. No patient involvement was reported.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.